Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. It was thought that the valve may have dislodged due to the patient¿s anatomy. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available, however, its unknown if the valve dislodging played a role in the regurgitation occurring. Coronary occlusion post deployment can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the valve dislodged and was most likely the cause of the coronaries getting occluded. In this case, it was reported that the valve was snared, which is warned against in the IFU. Once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. A second valve was then implanted. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This event does not indicate device misuse or malfunction. Updated data: method, results. And conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that when the hemodynamics deteriorated hypotension was observed. The unspecified aortic regurgi tation was moderate central regurgitation. The occlusion was at the entrance of the coronary artery. The patient was extubated from percutaneous cardiopulmonary support (pcps) the day after the procedure and their condition was stable. Updated data: h6 patient codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with continuous calcification from the non-coronary cusp (ncc) to the left ventricular outflow tract (lvot), during the first deployment attempt, the valve pushed up the ascending aorta before attaching to the left coronary cusp (lcc). During the second deployment attempt, the implant depth was deep. Subsequently, the valve was fully deployed at a depth of 3 millimeters (mm) at the ncc and 4 mm at the lcc. Approximately five minutes later, no improvement in the patient¿s hemodynamics was observed and the flow of the left coronary artery was weak. It was thought that the valve was sliding up and dislodgement was confirmed. As a result, unspecified aortic regurgitation increased and a coronary artery occlusion was suspected. The patient¿s hemodynamics deteriorated, so percutaneous cardiopulmonary support (pcps) was initiated. The valve was pulled up with a snare and a second valve was implanted at an approximate depth of 5 mm at the ncc 5 mm and 5 mm at the lcc. Per the physician, the patient¿s lvot was narrower than the aortic annulus and was thought to be a contributing factor to the dislodgement. Following the second valve implant, coronary artery flow was confirmed and the patient¿s hemodynamics stabilized. The patient was transported out of the intensive care unit with pcps in place. No additional adverse patient effects were reported.